Event description:
Dealer stated the cord in the joystick is loose and coming out of the joystick.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.